Event description:
The patient reported experiencing low blood glucose (bg) levels while wearing the pod on the arm sometime in (B)(6) 2025. The specific date of event and bg levels were not provided. The low bg levels resulted in dizziness and a fall with a subsequent head injury. It was also reported that the patient experienced memory issues, but unclear if this was present prior to event or something new, she began experiencing after. The patient was subsequently hospitalized for approximately 7-10 days, during which treatment included antibiotics, intravenous fluids, pain medication, and insulin therapy. The specific discharge date was not provided. A review of the patient¿s glooko data (cloud-based diabetes data platform) identified episodes of hypoglycemia occurring while the system was operating in manual mode, with the last episode noted after an automated delivery restriction alarm on the omnipod. It was reported that the patient has been using mounjaro (tirzepatide) for approximately six months. Data from periods of 100% automated mode use showed insulin requirements of approximately 12-16 units per day. The current manual profile was noted to include a basal rate of 2 units per hour, which may represent over-basalization and contribute to persistent hypoglycemia. The patient was advised to discontinue omnipod use until reassessment and retraining could be completed. Based on the information provided, the reported events appear to be related to user error.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. However, the available information indicates that the event resulted from user error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.